Event description:
It was reported that during an open pneumonectomy, some drivers of the reported fell off when the device intended to be used. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45b reload was returned unfired and with the pan bent and partially detached at right side distal end. Upon further inspection, it was noted that several drivers were out of position, making the reload non-functional. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staple drivers are present prior to shipment. No conclusion could be reached on what caused the drivers to be out of position or the pan bent. In addition it should be noted that as part of our quality process, each reload is visually inspected and functionally tested during manufacturing to ensure that the reload meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.